Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. The device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacment indicator due to high battery impedance. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device reached elective replacment indicator due to high battery impedance. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional product performance information was obtained and analyzed. Analysis found high battery impedance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power source (other) was noted as there was unexplained battery voltage flux and recovery. Ramware update 8 installed on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory found the elective replacement indicator is the result of high internal battery resistance.